Event description:
It was reported that the patient presented in clinic for follow up. The left ventricular (lv) lead was having capture issues due to dislodgement. The lv lead was explanted and replaced. The patient was stable.